Manufacturer narrative:
The investigation of aic - purge disc/flag issues has been completed. The logs revealed that during the purge start operation, the console was unable to consistently detect the presence of the purge disc and continuously looped through the purge start sequence. During the console testing the purge disc retainer was confirmed to be loose, which caused the purge pressure sensor to inconsistently measure purge pressure and the purge flag to inconsistently detect the presence of the purge disc. The root cause of the issue was a defective component. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-10213: d2 common device name d4 model number e2 health professional inadvertently was selected yes f6/f8-should have been left blank g1 reporting contact facility name g1 reporting contact fax number missing

Manufacturer narrative:
The automated impella controller was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported when preparing for support, the automated impella controller (aic) had a purge disc/pc malfunction. The aic was removed from service. No patient harm or involvement has been reported.